Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the provided data indicated that the hiv result was at the limit of detection (lod) of the assay. The discrepancy was attributed to the sample being a low-titer sample, where the viral load in the pooled sample was below the detectable threshold of the assay. The dilution effect in a pool of six samples significantly reduced the rna concentration of the individual positive sample, presenting challenges for nat detection. Additionally, intermittent viremia or potential inhibitory substances in the pooled sample may have contributed to the observed results. The blood bag associated with the discrepant result was not released, and no harm was reported.

Event description:
The initial reporter alleged a false non-reactive result for hiv using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. On (B)(6) 2025, the customer generated a non-reactive result for a pooled sample. Between (B)(6) 2025, serology testing was performed using the arquitech ab/ag method, which detected hiv in three separate tests (two from a serum tube and one from a blood bag). On (B)(6) 2025, individual donor testing (idt) of the blood bag generated a reactive result for hiv with a cycle threshold (CT) value of 39. The nat results were obtained from the serum tube, while the idt results were obtained from the blood bag. The blood bag was not released.